Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a (B)(6) year old female (B)(6) with a pre-existing condition of gastroparesis requiring total parenteral nutrition (tpn) had a PICC catheter inserted in the upper arm on (B)(6) 2016. On an unknown date, the hospital reportedly discovered the device was leaking at the junction of the proximal purple hub and the clear lumen. The PICC catheter was removed on (B)(6) 2016, an additional procedure was performed to replace the catheter. No part of the device remained inside the patient no adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, specifications, trends and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Device failure analysis: -31.6cm of catheter was returned. -the device was returned with a max plus connector. -a cloudy substance appears to have partially migrated down the leur lock threads of the connector. -the clear connection tubing was torn at the purple hub. No harm to patient reported. Product was returned for evaluation. Root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
It was reported a (B)(6) year old female child with a preexisting condition of gastroparesis requiring total parenteral nutrition (tpn) had a PICC catheter inserted in the upper arm on (B)(6) 2016. On an unknown date, the hospital reportedly discovered the device was leaking at the junction of the proximal purple hub and the clear lumen. The PICC catheter was removed on (B)(6) 2016, an additional procedure was performed to replace the catheter. No part of the device remained inside the patient no adverse effects to the patient were reported due to this occurrence.